Event description:
The surgeon had performed a bicompartmental partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. Almost four months later, the pt was seen in the clinic due to a "clunk" motion of the patellar component from the lateral to medial side in deep flexion. The surgeon scheduled this pt for a total knee revision. During the revision procedure, the surgeon confirmed the medial "jumping" of the patella, and removed add'l osteophytes that were lateral and proximal to the lateral rise and could have been creating resistance to proper patella tracking. The surgeon judged the transition between the patellofemoral and femoral components to be satisfactory. The surgeon completed the total knee replacement as planned.

Manufacturer narrative:
Add'l model #: 180320-6. An eval of the issue has been initiated and is in progress. No preliminary results are currently available.